Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the right ventricular lead exhibited noise and resulted in inappropriate shocks. The right ventricular lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
A partial lead was returned in one piece measuring 53.5 cm from the distal tip. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.